Event description:
Physician came to bedside to mark patient's eyeball with sterile purple marker for proper placement of lens. The marking pen gushed too much ink on the patient's eye, coloring the sclera dark purple.